Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model cc-4204bf intraocular lens in the right eye. During the insertion process, the surgeon noticed the capsular bag was torn. An anterior vitrectomy was performed and an acrylic lens was implanted in the sulcus. Best corrected preop va was count fingers. Final postop va was 20/200 and pressure was 13mmhg. Prognosis is "the pt's vision is fairly guarded, pt has cystoid macular edema which is expected to improve, a steroid injection was given."